Event description:
A caregiver reported, an unspecified reading issue with the adc blood glucose meter. Only stating, that it "is giving incorrect results". The caregiver reported, the customer became dizzy and lost consciousness. And was taken to the hospital. However, the caregiver did not have any information as to what treatment may have been provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs for precision strips were reviewed, and the dhrs showed the precision strips passed all tests prior to release. A tripped trend review was conducted for freestyle optium neo meter for the reported complaint. And no trends were identified, that would indicate, any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined, that the serial number provided by the customer ((B)(6)) and previously reported to the FDA, was not a valid serial number. Therefore, section d4: was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an unspecified reading issue with the adc blood glucose meter, only stating that it "is giving incorrect results". The caregiver reported the customer became dizzy and lost consciousness, and was taken to the hospital. However, the caregiver did not have any information as to what treatment may have been provided. No further information was provided. There was no report of death or permanent injury associated with this event.